Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 36.4 months for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.